Manufacturer narrative:
Customer did not provide the serial number of the affected device.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the pump the patient was using lost programing. Patient said that he never put batteries into the back up when he got it. He sent his old pumps back over a week ago. He asked if he loaded a cartridge and he said yes, but that there was no start delivery option on the home screen and the top option was set up. Patient is due for cartridge change right now but there was no back up pump available. Patient was instructed to go to the hospital as he was not getting any of his life sustaining medication. Two new pumps were sent to him overnight.